Manufacturer narrative:
Software issue.

Event description:
The customer reported that intermittently the ECG waveforms are clipped at the top and then after some time they return to normal. No adverse event involving a patient or user was reported by the customer.